Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in ohio reported via a third-party vendor that the tubing of a bc191 flexitrunk tubing was broken during patient use. The patient did not receive the intended therapy for few moments and desaturated briefly. The tubing was replaced immediately, and the patient recovered into a stable position. No further patient consequences were reported.

Manufacturer narrative:
(B)(4). Method: the complaint bc191 flexitrunk infant nasal tubing was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the description of events provided by the healthcare facility, previous investigations of similar complaints and our knowledge of the product. Results: the customer reported that the tubing was broken during patient use. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. All bc191 bubble CPAP system are visually inspected, and pressure tested before leaving the production line, those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions which accompany the bc191 bubble CPAP system state: "use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the bc191 bubble CPAP system.

Event description:
A healthcare facility in (B)(6) reported via a third-party vendor that the tubing of a bc191 flexitrunk tubing was broken during patient use. The patient did not receive the intended therapy for few moments and desaturated briefly. The tubing was replaced immediately, and the patient recovered into a stable position. No further patient consequences were reported.